Event description:
Covidien received information stating that an 840 ventilator had a blank screen. The reporter did not have information regarding if the ventilator was in use on a patient when the malfunction occurred.

Manufacturer narrative:
Covidien reference number: (B)(4). The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse upgraded the device from a 9.4 to 10.4 graphic user interface (gui) display and updated the software to the current revision. The cse performed extended self-testing on the device and all tests passed.